Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. There was no report of any pt harm or injury. The nellcor puritan bennett customer service engineer (cse) verified the vent inop error code in the device's memory. The cse replaced the analog interface pcb and the unit passed extended self testing.